Event description:
On july 28, 2006 the lay pt contacted lifescan (lfs) alleging that her one touch profile meter displayed the battery symbol. The medical affairs specialist (mas) was able to classify the complaint based on the original info provided. The pt told the lfs customer care advocate (cca) she had been unable to use the reported meter for a few days. The pt continued taking her usual diabetes medication: metformin 500 mg and mixtard insulin 18 units at 8:00 am and 8:00 pm every day. In 2006 at about 11:00am the pt was returning from shopping when she began to feel weak and shaky. A friend, who was with the pt, called ems. At approx 11:10 am a result of "approx 2.0 mmol/l" was obtained on the ems device. Emt's gave the pt oral glucose and helped her go to her apartment. The pt ate some biscuits, a banana, and drank tea. A result of approx 4.0 mmol/l was obtained on the ems device before the emt's departed. The pt told the cca she thought her blood glucose level descreased because she walked to shops and the weather was hot. The cca confirmed the meter displayed the battery symbol, which indicated the meter battery should be changed. The cca confirmed that pt had not changed the meter battery per the owner's manual. The meter and test strips were replaced. The complaint is reported because the pt was unable to test with the meter; she later developed symptoms and was found to be hypoglycemic on an ems device. The pt was treated with oral glucose and food.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.